Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. The cause for the failure was isolated to broken pulse wires in the cable connecting the distribution node (dn) and to the rear therapy electrodes. The root cause for the open wire could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.